Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper ls, guide cath: mach 8f fl3.5sh. Evaluation summary: analysis of the returned product noted blood visible on the shaft, balloon, stent implant and thick dried blood in the guide wire lumen and in the tip. There was contrast on the shaft. This is consistent with preparation and the stent delivery system (sds) at least partially advanced over a guide wire. The stent implant was stationary on the tightly folded balloon between the distal balloon marker. The proximal balloon marker was located 1 mm distal to the proximal end of the stent implant due to the inner member bunching causing the proximal marker to shift distally. There was no damage noted to the stent implant. The inner member inside the balloon was bunched for a length of 2.5 mm distal to the proximal balloon marker. The soft tip had separated 0.5 mm distal to the clear gap and was returned. The fracture faces were jagged and the soft tip was stretched at the separation for a length of 1.5 mm, which suggests that the separation may be related to tensile overload (material stress/fatigue). The very distal tip was slightly jagged likely due to an interaction with the guide wire during insertion. The guide wire used during the procedure was not returned therefore it is unknown how it may have contributed to the reported difficulties. Factors that may contribute to the inability to advance the sds over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. Tip detachment can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. An attempt was made to advance a mandrel through the tip past the proximal seal to measure the inner diameter of the guide wire lumen, but the mandrel would not advance past the bunched inner member at the proximal balloon marker. An attempt was made to advance the mandrel through the separated tip but resistance was felt due to thick blood in the separated tip and the stretched soft tip. An attempt was made to backload a new guide wire though the tip but the guide wire would not advance through the bunched inner member at the proximal balloon marker. A new indeflator was used to pressurize the balloon and expand the stent implant to better inspect the inner member bunching. In this case, it is likely that the coagulation of blood in the guide wire lumen and on the guide wire contributed to the resistance with the guide wire. Additionally, as resistance was encountered, if force was applied this would contribute to the shaft bunching as there was no damage noted to the sds during the inspection prior to use. The subsequent removal of the sds from the guide wire as resistance was encountered in conjunction with the coagulated blood in the tip likely resulted in the tip stretching and ultimately detaching. The reported difficulties appear to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. All stent delivery systems are checked for proper guide wire movement on the manufacturing line. Additionally, all stent delivery systems are 100% visually inspected for tip damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify tip pull force.

Event description:
It was reported that the procedure was to treat a lesion in the proximal circumflex artery with mild calcification. The xience v stent delivery system (sds) was advanced on a whisper guide wire; however, resistance was noted between the distal area of the sds and the guide wire. The sds was removed by itself and after removal the tip of the sds detached outside the patient and remained on the guide wire. Another xience v stent was used with the same whisper guide wire to complete the procedure successfully. There were no adverse patient effects reported. No additional information was provided.